Event description:
It was reported that an ivt disposable ((B)(4)) had blockage in the drip chamber. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was evaluated. Visual inspection was performed and no defects were noted. A leak test was performed under water and the results were satisfactory. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.